Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports: there were 11ea gauze in the pack.

Manufacturer narrative:
Submit date: 09/28/2016. A device history record (DHR) could not be performed because there was not lot number provided. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. Possible root cause may be the scale challenge for weight count was not set up correctly. Added variables such as material variances could have contributed to a weight failure for the scale. Product originates from the manufacturing facility and then goes to another source to be used, it is also possible that sponges could have been lost during the outside process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in-process. This evaluation is performed at a tightened sample size for miscounts. A formal corrective and preventive action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. Implementation of this has been opened to optimize the autobander process in which product manufacturing specification has been updated to include this complaint code and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage with an expected completion date of 02/28/2017. This information will be utilized for trending purposes for the current CAPA that is open. Containment finished goods testing is currently being performed at a tightened inspection level (gii) for products packaged using banded 10's for miscount.